Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for power error. The customer¿s blood glucose was unknown. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. Customer is not able to continue to troubleshoot because he is a surgeon and is about to go scrub for surgery. The insulin pump will not be returned for analysis.